Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals on stored signal artifact monitor (sam) events. The noise originated from the non-boston scientific right ventricular (rv) lead, and further evaluation of the system was recommended. Upon further evaluation of the system, the insulation on the lead was found to be damaged and determined to have contributed to the oversensed noise. No adverse patient effects were reported. This pacemaker remains in service.